Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/29/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: (B)(4) and I asked the us team if they could test the booties/clips that southampton provided to see if that could be a reason for the crushing. We have over 30 complaints this year and last for this account and we are trying to find a resolution to the suture snapping problems. Have the us team said they would need test this? Nicola email refers to it not being a ethicon product? Prolene suture are snapping we are asking the team to review with the booties/clips if this could be a reason for crushing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information received: comment from sales rep: I am going to send off the ¿clips / booties¿ they are applying to these sutures and would like to send them to the relevant engineers to test their hypothesis that by applying these booties they are weakening the sutures. Can we test to see if these items are weakening the sutures at all?

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: how many devices demonstrated the alleged deficiency? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? Did the reported issue contribute to any patient adverse consequences? When were the prolene sutures fractured (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Could you please provide the product code and lot number for prolene sutures? Could you please provide the product code and lot number for the clips/booties used in prolene sutures? Please provide the source or name of person providing answers to follow-up questions: past complaints have been logged for southampton vasular of sutures snapping with my colegaue dan oakes who has left the business. I am going to send off the ¿clips / booties¿ they are applying to these sutures and would like to send them to the relevant engineers to test their hypothesis that by applying these booties they are weakening the sutures. We have no further information. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, it was reported by sales rep that they have recently visited the unit and observed a practice which they feel contributes to the easy ¿fracturing¿ of the prolene sutures. They have in their possession the ¿clips / booties¿ they are applying to these sutures and would like to send them to the relevant engineers to test their hypothesis that by applying these booties they are weakening the sutures. No adverse patient consequences were reported. Additional information was requested.